Manufacturer narrative:
(B)(4), method: the complaint heated breathing tube was returned to fisher & paykel healthcare (f&p) for investigation where it was visually inspected. Result: visual inspection of the returned device revealed that the middle portion of the heated breathing tube was melted. It was noted that the melted tubing was clean and had no signs of burning or smoke damage. Conclusion: damage to the heated breathing tube may be caused by factors such as incorrect set-up, subjecting it to excessive force, inappropriate cleaning, covering it with a material and /or being under compressive load for a considerable length of time. All 900pt561 heated breathing tubes are visually inspected and undergo functional tests, including soak and temperature, and heater wire resistance. The heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity and pitch during production. Additionally, a functional test is conducted under load. The subject heated breathing tube would have met the required specifications at the time of production. The airvo system is designed to comply with the electrical safety standard iec 60601-1: 2005+a1:2012. The case is composed of a flame retardant material. The surface temperature of the heated breathing tube is within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. There are many safety features incorporated into the airvo to prevent overheating and fire. These include: the heater wires in the heated breathing tube are coated with teflon, completely insulating them from the gas path. The pcb at the [patient] end of hose is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path. The airvo contains a transient current detector, tcd. This tcd is tested on the production line. It is also checked by the control system when the airvo is powering up before each use. An 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating. The airvo is continuously checks power in the heated breathing tube and disables the heater wire if the measured power is too high. The airvo 2 humidifier user manual provides instructions for cleaning and maintenance including daily and weekly cleaning, followed by schedule for changing accessories, it also states: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. Use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply. "Airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases" "the unit is not intended for life support." "Appropriate patient monitoring must be used at all times." The 900pt561 user instructions show in pictorial format the correct placement of the device and includes the following information: "never operate the unit if the breathing tube has been damaged with holes, tears or kinks" "do not block the flow of air through the unit and breathing tube." "Do not add heat to any part of the breathing tube e.g., covering with a blanket as this could result in serious injury."

Event description:
A healthcare facility in illinois reported via a fisher & paykel healthcare (f&p) field representative that a 900pt561 airvo heated breathing tube used with an airvo 2 humidifier was found melted. There was no patient consequences.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel (f&p) field representative that a 900pt561 airvo heated breathing tube used with an airvo2 humidifier was found melted. There was no patient consequences.